Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examinations of the lead found the helix was stretched and bent consistent with procedural damage. The cause of the reported event was isolated to the helix being stretched and bent.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead was already extended and had failed to be retracted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.